Event description:
It was reported that at the user facility during a surgical procedure, the lever on the screw caddy broke off and they had to pry the screw caddy open to get the screws inside. The caddy was reported to be no longer usable. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting.

Manufacturer narrative:
Evaluation summary: the reported event could be partially confirmed. The release knob related to lid#1 (plates) is broken off. Lid#2 could be opened and closed as intended because the release knob is not broken off. The visual investigation shows that a release knob is broken off and was not returned. The fracture surface of the broken off release knob shows an intercrystalline forced rupture caused by overload. The surface around the release knob shows residues due to insufficient drying/cleaning and\or maintenance. Furthermore because of the broken off release knob the lid was tried to be forced open. This caused the plastical deformation of the lid. By exposing the lid to strong forces the peg on the lid is broken off and is jammed in the module base. Based on investigation the failure modes (1. Broken off release knob / 2. Deformed lid) and the root causes (1. Overload / 2. Opening with strong forces or by exposing to a heavy object) could be attributed to a user related issue.

Event description:
It was reported that at the user facility during a surgical procedure, the lever on the screw caddy broke off and they had to pry the screw caddy open to get the screws inside. The caddy was reported to be no longer usable. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.